Event description:
It was further reported that the pneumothorax was a procedure related adverse event with no known device or lead performance issues.

Event description:
It was reported that the day after implant, the patient developed a pneumothorax. A chest drain was surgically placed. The implantable cardioverter defibrillator (ICD) and leads remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products dtbx2qq implantable cardioverter defibrillator (ICD)  2013-(B)(6); 407652 implantable pacing lead 2013-(B)(6); 439888 implantable pacing lead 2013-(B)(6). (B)(4).